Manufacturer narrative:
The device was used in off-label implantation in the native mitral position. As there are no specific IFU or training materials related to native mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from the implant patient registry that a patient's family called and notified that the patient with a 26mm sapien 3 ultra valve, implanted in the mitral position, expired after an implant duration of 9 days due to unknown reasons. Per the medical records, the native mitral annulus and leaflets were severely calcified and severely thickened. The findings were consistent with severe mitral stenosis. There was moderate regurgitation. Post tmvr with a 26mm sapien 3 ultra valve, the valve was in a good position with trivial pvl in the anterior septal region. Two days post tmvr, the patient underwent emergent placement of vascular plug with reduction of the pvl, but it was not completely diminished. A balloon valvuloplasty of the 26mm s3u valve was performed. There was mild mitral pvl and no regurgitation. However, the patient later developed acute worsening of renal function and her hemoglobin continued to drop. The need for blood product transfusion was discussed several times, but the patient steadfastly declined due to religious persuasion. Because of acute pigment nephropathy and renal failure, she was started on hemodialysis and underwent one session. The patient then developed severe upper gastrointestinal bleeding, most likely related to stress ulcer or gastritis despite being on proton pump inhibitors. Her hemoglobin dropped critically low. She was seen by gastroenterology services and was started on aggressive intravenous anti-ulcer therapy. Given the remarkably low hemoglobin, the patient was not suitable for renal replacement therapy at that time. Once again, the patient and her family members declined any blood product transfusion. Prognosis was poor. A lengthy discussion was had with the patient's family members regarding her code status and the decision was reached to designate her as a modified do not resuscitate status. The patient unfortunately continued to have more coffee ground emesis despite aggressive anti-ulcer therapy. Later in the night, the patient became bradycardic, then went into asystole, and was pronounced deceased. The official cause of death was unknown; however, it is likely the patient expired from severe gastrointestinal bleeding, renal failure, and anemia (as evidenced by the patient's clinical course), their vast comorbidities, and advanced age. The pvl was noted on the discharge summary in conjunction with hemolysis, bilirubinuria, and pigment nephropathy requiring dialysis.